Event description:
The following has been reported: reported to biomed pump problem alarm. No patient harm. Biomed reported no issues/alarms with test infusion so fk requested to check service logs. (B)(6) 2022 - biomed reported failures in log, variable resistor motor failure, flow control status failure and other failures. Asked biomed to clean pins but due to other failures will escalate to a complaint. Preliminary review of logs show that the pump had a hard time coupling with an admin set, no problem after rebooting the pump. Though the pump was not returned, investigation shows that the resistor is unable to be coupled with the administration set resistor knob leading to a fail stop event (if the resistor flow knob is positioned slightly counterclockwise from the closed position, the pump will perform a sequence of moves to complete the coupling process; the end result is a move-timeout failure leading to the non-recoverable (fail-stop) pump problem alarm). This could lead to a clinician being unable to program and start infusion. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.